Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 9616066-2020-02827. This event has been over-reported.

Event description:
It was reported that the as lvp 20d 2ss cv IV tubing wouldn't prime. The following information was provided by the initial reporter: "IV tubing would not prime with 1000cc bag lr."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv IV tubing wouldn't prime. The following information was provided by the initial reporter: "IV tubing would not prime with 1000cc bag lr."